Event description:
In (B) (6) 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ping meter would not power on. The pt reported that the alleged issue began in the afternoon in (B) (6) 2009. Just prior to when the issue started, the pt stated that she was feeling lightheaded and dizzy. The pt reported treating self with food and/or drink at the time the alleged power issue began. At the time of troubleshooting, the technical service rep noted that the alleged power issue remained unresolved. There is no indication that the reported issue caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.